Event description:
Tibial insert was not fully engaged with the tibial tray so the surgeon performed a revision and replaced it.

Manufacturer narrative:
Examination of the returned tibial shows wear on the bottom of the insert confirming that the insert was not fully engaged in the tibial tray.